Event description:
It was reported that device passed device post sterilization test (dpst) on (B)(6) 2021 but only showed 1 maintenance charge when interrogated on (B)(6) 2022. It is suspected the device was mistakenly run on dpst.

Manufacturer narrative:
The reported field event of incorrect measurement was not confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.